Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was unable to deliver insulin or medication. The following information was provided by the initial reporter : needles not permeable.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0224864 d4: medical device expiration date: 2025-08-31 h4: device manufacture date: 2020-08-11 d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-24 h6: investigation summary seventy six sealed 32g x 4mm pen needle samples were returned from no. 0224864, cat. No. 320561. A clog test was carried out on thirty samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date : unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was unable to deliver insulin or medication. The following information was provided by the initial reporter : needles not permeable.